Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.68" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically associated with mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported during central processing, that the cadiere forceps instrument had a missing tip. No patient was involved with this complaint. Intuitive surgical inc. (Isi) contacted the site da vinci coordinator and the following information was obtained: the instrument became damaged during reprocessing. The damage was not related to a procedure.